Manufacturer narrative:
Product event summary: the full lead was returned in segments, analysis was performed and no anomalies were found. It was noted the inner insulation of the lead was extrinsically breached due to a cut and a tear and was observed to have blood ingression. In addition, the outer insulation of the lead was extrinsically breached due to a cut, and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4).

Event description:
It was reported that the patient heard an alert from their device and presented for a device interrogation, which noted high right ventricular (rv) lead pacing impedance. It was noted the impedance trend had gradually increased and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.